Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported fluid leaked from the pcae set during an epidural infusion on a patient in the labor and delivery unit. There was no report of patient harm.